Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported the sample probe insufficient volume errors which occurred during the timeframe when the discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that a five milliliter (5ml) tube was missing from the track. The cse determined that insufficient sample was being dispensed. The cse recalibrated and adjusted the system to the track and adjusted the sample probe depth into tube. The cse performed a check on the system, which passed. The cause of the discordant, falsely depressed vanc result on a patient sample was due to the improper sample probe alignment to the track. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on advia centaur xp instrument. The discordant result was reported and questioned by the pharmacist(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.